Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspection was performed. The reported difficult to remove was confirmed. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove the stylet/mandrel. The reported shaft separation appears to be related to circumstances of the procedure as it is likely that manipulation during further attempts to remove the stylet with the use of a mosquito clamp resulted in the noted stretched outer member and ultimately resulted in the reported shaft separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that scrub nurse was unable to remove the stylet from the xience prime stent delivery system (sds). The surgeon also attempted to remove the stylet, but it could not be removed. The surgeon then attached a mosquito clamp to the end of the stylet, but while pulling on it, the sds shaft separated proximal to the stylet. There was no patient involvement. There was no clincally significant delay in procedure. Other xience prime stents were used without issue to complete the case. No additional information was provided.